Event description:
The customer reported that there are air bubbles in the tube which is blocking the tube from functioning and making the machine ring. No injuries occurred.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on january 27, 2022. Both photos and a physical sample were received for investigation. A visual and functional inspection was performed, and the reported condition could not be duplicated in the sample received. However, a review of the photos provided did confirm the reported condition. A corrective and preventative action has been initiated to address the reported issue.